Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge in the infusion device was leaking insulin into the cartridge compartment of the device instead of filling the infusion set. The patient experienced and an elevated blood glucose level of 549 mg/dl. No adverse event was reported. The insulin cartridge was requested to be returned for product evaluation.